Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085893 that a female patient who underwent a breast surgery procedure with mentor medical devices (unk_gel implants/smooth hpg, 375cc date of implant (B)(6) 2016) reported unexpected systemic symptoms, which included but not limited to ¿migraines, skin lesions and rashes, brain fog anxiety, increasing hair loss, joint and muscle pain and weakness, extreme fatigue''. It was also reported that the patient experienced numb arms and hands. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for patient's side implanted with known gel device.